Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging a three dashes issue with a one touch ultramini meter. The pt indicated that the alleged issue started on an unspecified date/time two weeks prior to contacting lfs on (B) (6) 2010. As a result of the alleged issue, the pt claimed that she developed symptoms of dizziness, feeling funny, and not being able to see. The pt claimed that the symptoms developed on an unspecified date/time after the alleged issue began. The pt mentioned that her friend had taken her to an emergency room (ER) during the time of concern because of glaucoma. The pt's blood glucose was tested on an emergency medical services (ems) meter and a result of "680 mg/dl" or "6 something" was obtained. The pt was reportedly treated with insulin and IV fluids. It would have been helpful to know the following info: the pt's testing frequency, her medication and diabetes management regimens, what actions the pt took before the symptoms developed and before she went to the ER, what date/time the symptoms developed, and what her last blood glucose reading was before the alleged issue began. The pt admitted that the meter had not been previously coded. According to the owner's manual, the device will display "c - -" when the device is being used for the first time. The alleged issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that her blood glucose reached over "600 mg/dl" on an ems meter and that she received medical treatment for hyperglycemia in an ER as a result of the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.